Event description:
This lead was explanted on (B)(6) 2011 due to impedances over 2000 ohms and the lead was fractured. The procedure took place at (B)(6) hospital in springfield, il with dr. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).